Event description:
It was reported that the pacemaker system trigered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurements. Additionally, there was some noisy signals due to farfield and crosstalk oversenslng on this ra lead and the right ventricular (rv) lead. Technical services (ts) discussed would consider unipolar pace and bipolar sensing programming in atrium. At this time, the pacemaker, the rv lead and this ra lead remain in service. No adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).